Manufacturer narrative:
Upon inspection of the perfecto2 oxygen concentrator the complaint was not confirmed. There was no evidence indicating that a combustion event occurred within the oxygen concentrator or due to malfunction of the oxygen concentrator. The char marking pattern present on the exterior of the oxygen concentrator indicates that the nasal cannula tubing caught on fire from an external source and was in close proximity to the concentrator¿s shroud. When the oxygen concentrator was subjected to a bench test, the device operated without issue within its normal operating parameters without producing a flame, smoke, or spark. If more information becomes available a follow-up will be filed.

Event description:
The dealer reported that the irc5po2 concentrator caught fire in the patient's home. There were no injury's alleged, however, the floor under, and around the concentrator was damaged. The fire extinguished itself.

Manufacturer narrative:
The alleged issue has not been confirmed, and the underlying cause cannot be definitively determined. The dealer alleged that there was an internal fire in the irc5p02 concentrator which caused hoses to melt and scorch marks to the floor, the fire self-extinguished and did not require the fire department or the end user to intervene, the end user was not smoking. A return of the device has been requested but invacare has not received the device as of yet. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer reported that the irc5po2 concentrator caught fire in the patient's home. There were no injury's alleged, however, the floor under, and around the concentrator was damaged. The fire extinguished itself.